Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient has had high blood glucose (bg) levels of 400 to 500mg/dl with large ketones. Reporter states no issues with site or set, has already tried to change basals, has checked advanced settings found no issues. Customer support (cs) review of pump found time and date resets. Reporter states the pump always does that, and is unsure if the time was corrected after battery changes. Reporter had put patient back on an old pump and delivered boluses with no issues. Currently bg is 348mg/dl with small ketones and patient has discontinued pump therapy until the replacement pump arrives. This complaint is being reported as the patient experienced hyperglycemia and there is a possibility of user error, not checking for correct time after battery changes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. User error, not checking for the correct time after battery changes, should be considered. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: the black box indicates a time and date reset in within 10 minutes of powering off the pump. Pump was exercised for 24hrs to ensure the internal battery was fully charged. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to factory default. Pump successfully completed a delivery accuracy test. The pump cover was removed; a visible inspection confirmed the internal battery was leaking.